Event description:
It was reported the device was used during a laparoscopic colectomy procedure. It was reported the 511s would not arm. Another 511s obturator was used to complete the procedure. There was not consequence to the patient.